Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 22, 2014 to june 24, 2014. Evaluation summary: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the device verified the report of a ruptured bladder. Microscopic inspection showed markings on the exterior surface of the reservoir near the line of rupture. The cause of the problem of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling with fluorouracil. There was no patient involvement. No additional information is available.